Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: radifocus 3.0-300, guide catheter: destination 6f, stent: epic 8.0 x 60. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a thrombotic occluded lesion located in the 8 x 40 mm, uncalcified, external iliac artery via a femoral artery. Following thrombus aspiration and pre-dilatation with the 4.0 x 40 mm armada 35 balloon dilatation catheter (bdc), the 8.0 x 60 mm non-abbott stent was placed in the lesion. For post-dilatation, the 7.0 x 60 mm armada 35 bdc was advanced to the vessel and was inflated twice at 6 atmospheres for 30 seconds each time. Negative pressure was held for more than 60 seconds, however, the 7.0 x 60 mm armada 35 bdc only partially deflated. Blood flow was noted during this deflation issue. The armada 35 was retracted into the 6f sheath and was removed from the anatomy with the 6f sheath. Resistance was felt with the sheath during removal so the armada and sheath were removed together as a unit. No other bdcs were used for the procedure as the procedure was completed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Visual, dimensional and functional inspections were performed on the returned device and the reported deflation issue was confirmed. The reported difficulty to remove from the introducer sheath was unable to confirmed due to the returned condition of the balloon. A review of the lot history record identified one manufacturing nonconformity associated to the reported lot that does appear to be associated to this event. Based on review of the similar incidents, there is an indication of a lot specific issue. The investigation determined the reported partial deflation and difficulty to remove appear to be related to a potential product quality issue for deflation issues. The reported flat balloon was likely the result of the balloon being under negative pressure while attempting to remove from the introducer sheath and/or during shipping for returned analysis. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.